Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. The insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a radio frequency failed self test alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.